Manufacturer narrative:
The action 3 ng is manufactured at invacare (B)(4) and is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occured in the (B)(6).

Event description:
The left hand side castor pod?housing has broken., left ankle & ligament strain, soft tissue damage, bruised knee. New lh & rh castor assemblies have been fitted to the wheelchair. Wheelchair will be replaced as user has lost confidence with the current wheelchair